Event description:
I had my last and final baby on (B)(6). She was an oops baby. I only had 1 tube and ovary the way it was. I had been asking my doctor for a hysterectomy for years due to several ovarian cyst surgeries. He refused and I ended up pregnant with my last child. I had a vaginal delivery, so he said he wanted to do the essure at a later date. Fast forward to (B)(6). I had my in office procedure done. He ended up putting coils in both sides because he said I still had a stump on the right side, no ovary, but still a stump from the tube removal years prior. I immediately started noticing things changing with my body. I bled the entire time. I had severe pelvic pain, which I thought was just normal from the scar tissue starting to form. My abdomen became so sensitive to touch that I couldn't hold my baby for fear of her kicking me. I had flank pain on both sides so bad, the only way to describe the pain was if you ate or drank something then went running or swimming too soon. It felt as though someone was squeezing my actual stomach organ. I was having dizzy spells. I couldn't take a deep breathe without it hurting. I went to my post-op appointment last friday. I told my doctor I was in pain. He did an ultrasound to make sure the coils were in the correct places still. According to him, they were. So I suffered all last weekend. On monday, I could not take it anymore. I got online and started doing my research and found the (B)(6) page with so many women going through the same things I was. Only a lot of them had been going through it for years. I called my doctor that day and made my appointment. I demanded they be removed. I printed out all of the pages of testimonials and made him look at them. He swears they removed the contraindication of nickel in them. I am highly allergic to nickel. I cannot wear a watch, cheap earrings or even the back of my jeans button will rash my stomach out. So on thursday, I underwent the davinchi robot surgery. The plan was to remove the coils and the tube and stump, but I had to sign papers that I understood that it may be necessary to remove my uterus as well. I said whatever you have to do to get these (B)(6) things out of me, just do it. According to my doctor, one coil had come loose, punctured a "fatty pad" and was now lodged in my uterus. They other coil was completely bent. I was full of infection. Thankfully, I was able to keep my uterus, but I have no tubes at all now and only 1 ovary. My doctor said I had every reason to be hurting. He has pictures and showed my mother, who was there at the hospital with me. When I go for my post-op appointment on wednesday, I want copies of my pics. I have to be on antibiotics for 2 weeks now to get the infection under control inside of my abdomen. We have to get these (B)(6) things off the market. Let me know how I can help in anyway possible!! (B)(4).